Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the planned vascular treatment procedure was being performed when the issue occurred and was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo pc was not booting up. The review of system log files showed malfunction of geo pc. Upon troubleshooting, the fse determined the issue with the geo pc. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of geo pc and reloading software by the fse has resolved the issue and restored the system functionality. After the replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.